Event description:
Physician reported that he had to remove v patch due to wound/infection. Procedure was an open hernia repair for an umbilical hernia. Additional details: sometime in 2012, pt came to see surgeon whilst pregnant with a supra-umbi hernia. (B)(6) 2012 - several months after delivering the baby the hernia was repaired. (B)(6) 2013 - visit to surgeon, still infected and discharging. (B)(6) 2013 - visit to surgeon, still infected and discharging. (B)(6) 2013 - visit to surgeon, still infected and discharging. (B)(6) 2013 - visit to surgeon, still infected and discharging. (B)(6) 2013 - mesh removed.

Manufacturer narrative:
A final report will be submitted after the completion of the investigation into this event.